Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was found that the red display wire was pinched underneath the encoder, and the wire was exposed. The white display wire was pinched, but the insulation was not compromised. It was also found that six case screws were contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was failing the "refractory period" test. The epg has been returned for service. No patient complications have been reported as a result of this event.